Manufacturer narrative:
A batch review of the reported lot indicated there were no non-conformance reports issued for the finished good lot. The product from this finished good lot and all of the components met surgical specialties requirements throughout the incoming, manufacturing and the final inspection processes. The needle is an ethicon supplied component. No samples or evaluation reports were received to date. There were no retained samples available for testing. If samples or the report become available at a later time, they will be reviewed and the results will be included in the file. To date, a third party evaluation report has not been received from (B)(4). The bending, fracturing, breaking of a needle can occur when needles are gripped with a needle holder, forceps, surgical instrument on or near the swaged area or near the tip of the device, when excessive force is applied, when the device(s) are used in applications involving tortuous tissue or with a needle tip design that may not be appropriate for the specific tissue or procedure. Without reviewing the actual damaged, broken/bent needle, receiving magnified photos of the broken device, receiving the third party analysis, testing sterile devices from the same finished good lot or receiving details regarding the tools utilized to grasp the needle component, procedure performed, details of the alleged injury or the surgeon¿s technique a definitive root cause cannot be determined at this time.

Event description:
This case is from the health authority. It was reported that at 8:35, the patient entered the operating room for surgery. At 12:15, the surgeon sutured the peritoneum with suture. When the needle punctured the peritoneum, it was found that the back 1 / 3 of the needle was bent and deformed. In order to avoid fracture of the needle, it was withdrawn immediately, and the suture was replaced and sutured again at 12:18. It caused secondary injury to the patient's peritoneum. No additional information could be provided.